Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's system was emitting tones due to a high out of range shock impedance measurement of greater than 150 ohms. The physician believes an accumulation of fluid in the patient may be a cause for the fluctuation. No intervention was performed and the right ventricular (rv) lead remains implanted and in service. No adverse patient effects were reported.